Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. However, the device issue was not able to be duplicated, so the original complaint issue was not able to be confirmed. The motor was calibrated and operated properly during bench test. Unable to test under load. Left motor (B)(4) was also returned. The evaluation showed that it had a broken brake handle due to freight damage making it unable to be tested. There was visual damage to the box.

Event description:
The provider states that when driving chair it will stop then veer left after about 1-2 feet. No injuires noted and no error codes.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The provider states that when driving chair it will stop then veer left after about 1-2 feet. No injuries noted and no error codes.